Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. The cycler underwent and passed a mushroom head check, and a patient sensor calibration check. An accelerated stress test (ast) was performed on the cycler and failed. There were no fluid leaks in the test cassette during the ast, however, a grinding noise coming from motor a was encountered. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Fluid was found in the hp3 filter during the inspection. Fluid in the hp3 filter is related to the reported m31 air detected in cassette warning. The cause of the dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause for the fluid leak could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to technical support (ts) that a fluid leak occurred during a patient¿s peritoneal dialysis (pd) treatment. The fluid leak was discovered at the end of the patient¿s treatment. Prior to discovery of the fluid leak, the pdrn stated there were multiple cycler alarms that occurred. Initially, there were ¿drain line (dl) blocked¿ alarms that occurred during drain 4 of 4. After the dl blocked alarms, an ¿m31 air detected in cassette¿ alarm occurred. The pdrn decided to end the treatment and finish draining the patient manually. When the pdrn opened the cycler door, fluid reportedly leaked out. The leak was coming from behind the cassette. No damage was identified on the cassette. The ts representative advised the pdrn to discontinue use of the cycler and a replacement was ordered for the clinic. The pdrn confirmed that the patient, who was still being trained, completed their treatment. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, prophylactic antibiotics were prescribed to the patient (cephalexin, 250 mg 3-times/day for 3-days). The pdrn confirmed that the patient did not develop any signs or symptoms of peritonitis. The patient has not missed any treatments and is continuing their pd therapy in-center, as they continue to be trained. At the time of follow up, the pdrn confirmed the replacement cycler had been received. The old cycler was scheduled to be picked up and returned to the manufacturer for physical evaluation. The cycler set was not available to be returned to the manufacturer as it was reportedly discarded.